Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2013, inratio: 0.9, re-test: 2.2. Ten mins between tests. Pt self tester therapeutic range: 2.0-3.0.

Manufacturer narrative:
There was no info in the report that indicated misuse or technique issues on part of the user. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 0.9, 2nd inr = 2.2, mean = 1.55, sd = 0.919, %cv = 59.3. Inratio meter results failed the criteria for precision with %cv more than 20%. Accuracy comparison test was not performed because the customer did not provide a laboratory reference value. Since a lot number was not provided, and product is not expected to return, further investigation was not possible. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Pt's condition as a cause of the unexpected results cannot be ruled out. No strip lot info was available. Unable to perform further investigation w/o add'l info. Trend analysis is not required due to no strip lot info being provided. This issue will be subject to tracking and trending. Corrective action not required at this time.